Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board and carrier/com express board were replaced. (B)(4).

Event description:
The hospital reported the unit had a system failure on bootup. There was no report of patient involvement.